Event description:
A user facility report was received reporting a pump failure during pt use. The pt required dopamine 20mcg/kg/hr and vasopressin drips to maintain relative hemodynamic stability. Shortly after arriving in the operating room, the pump failed and the pt cardiac arrested. The facility reported that effective CPR/acls was performed with return of spontaneous circulation within 8-10 minutes. No apparent adverse outcome resulted. The facility reported that after the arrest, they tried plugging the pump in with no change. The pump displayed "failure". Although attempts were made by baxter quality management to obtain additional info from the reporting facility, details were not available regarding the failure code, which channel failed, the other medications being administered, and the set up of the device.